Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan of 5.1 mmol/l and as a result, the customer felt unwell and experienced trembling, headaches, blurred vision, and could not concentrate. The customer called the ambulance and a glucose reading of 2.8 mmol/l was obtained on the hcp meter and the customer was provided a sugar for treatment. However, due to the customer¿s low glucose level, the customer went into a hypoglycemic shock and lost consciousness. The customer was transported to a hospital where they were hospitalized for 2 days and received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.